Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed due to chromium in the blood. It was noted that the taper had corrosion. During the revision the stem was removed.